Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an unexpected restart error alarm, a button error alarm and a compromised force sensor alarm. Customer also reported that insulin pump was damaged at the act button. Customer states insulin "squirt" out when attempted to prime. Customer's blood glucose was unknown. Customer reported to have gone swimming and then reconnected insulin pump while wearing swimming trunks. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with no act button response due to a flattened button dome switch. No button error alarm was noted during testing. The keypad connector on the lcd board was inspected and no anomaly was noted. Unable to verify the unexpected restart, compromised force sensor system, or prime/fill anomaly. Also unable to perform the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart or operating current tests due to no act button response. The pump was received with minor scratches on the display window, a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads and a peeled address serial number label. No moisture damage inside the pump noted.